Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
It was reported that the patient¿s surgery had taken 3.5 hours instead of 45 minutes, as they were told it should take, and after surgery their legs were jumping all over the place. It was stated health care professional¿s (hcp¿s) had to remove fluid from patient and had tested their implantable neurostimulator (ins). It was noted that the hcp was prepared to remove the ins and it turned out the patient had been having a reaction to compazine and the patient was medically treated. It was reported the reaction was resolved at that time.